Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. The patient was brought into the electrophysiologist's lab where the pocket was opened. The physician investigated the device and setscrew. Multiple manipulations were made by the physician. The physician concluded the noisy signals were related to the header. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h11: additional MFR narrative the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of stored device data found noise recorded on the right atrial (ra) channel but not the rv channel. Visual examination of the device header and case noted a hole in the right ventricular (rv) seal plug; however, this hole was deemed unlikely to have contributed to oversensing of noise on the ra channel. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observations were not replicated in the laboratory setting.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. The patient was brought into the electrophysiologist's lab where the pocket was opened. The physician investigated the device and setscrew. Multiple manipulations were made by the physician. The physician concluded the noisy signals were related to the header. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. The patient was brought into the electrophysiologist's lab where the pocket was opened. The physician investigated the device and setscrew. Multiple manipulations were made by the physician. The physician concluded the noisy signals were related to the header. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the right ventricular (rv) seal plug. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.